Event description:
A malfunction alarm with code "malf 16" was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to replace the pump through customer technical support (cts), and arrangements were made to return the faulty pump using a pre-paid label within 10 days. Additionally, the customer was advised to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery.